Manufacturer narrative:
(B)(4). D4: batch #t5d365. Investigation summary the analysis found that one gst60t cartridge reload was received for analysis, and cartridge was noted to be damaged in the middle lower area of channel. The reload was received with the right side fully fired and the left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a semi-open unknown procedure, some staples of one side of the cartridge were not deployed, and others of the side were deployed but unformed at the first firing. The issue occurred at the tissue of the specimen side. It was found that some staples were unfired and remained in the cartridge. The target tissue was thick, but it was not stiff. Bleeding occurred on the specimen side, so there was no problem with the patient¿s condition. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.